Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed as no lot number was reported. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that, "the staplers have had this issue for that last several months since we have started using them. There will have been several lot numbers have the same issues. The staplers are not closing the skin properly when used. They misfire, do not grasp the skin, and some of the staples flare out instead of in to close the incision". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Event description:
It was reported that, "the staplers have had this issue for that last several months since we have started using them. There will have been several lot numbers have the same issues. The staplers are not closing the skin properly when used. They misfire, do not grasp the skin, and some of the staples flare out instead of in to close the incision". At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as the sample was not returned for analysis. A verification of failure mode reported in the current manufacturing process was conducted as follows: 20 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot number 73k2300495 the staplers were functionally inspected (fired) and issue reported "failure to function - staple re-opens" was not observed in the current manufacturing process, the staples were loaded and released correctly. DHR investigation did not show issues related to complaint. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.